Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 416 mg/dl. The customer was treated with glucose tablets. Troubleshoot was done for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the pump. Device programmed with multiple sensor glucose value and all registered properly in the summary history noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).